Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the ay input unit for the bedside monitor (bsm) system will not produce a spo2 reading. They tried a new cable and probe, but it still would not produce anything. There was no error message that is displayed when this happened. Only the ay input unit for the bedside monitor system returned. No patient harm was reported. Investigation conclusion: the overall risk score is a product of severity x probability. Per definitions in the tables above, the overall risk score is low. Nihon kohden repair center was able to confirm the complaint. The customer reported an issue with ay-653p input unit, failed spo2 board. During the inspection detected ur-3972 mp unit power board, ay-651p/653p malfunction. The unit power board, ay-651p/653p have been replaced tested, and operates to the manufacture's specification. The device was installed and performed its functions in the facility since (B)(6) 2014. There is no indication of improper/inadequate device design. The outcome surrounding the breakdown of the ur-3972 mp unit power board, ay-651p/653p failure was caused by a normal deterioration; therefore, the root cause investigation of the device was determined to be normal wear and tear. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d1 brand name. D4 model #, catalog #, serial #, UDI #. G4 PMA/510(k) number. H4 device manufacture date. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6. Additional device information: d11 & c2 concomitant medical device. The following device was used in conjuction with the main bsm unit and was the unit that failed: input unit: model: ay-651p. Sn: (B)(6). Device manufacturer date: 07/12/2013. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: 12/23/2020. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the ay input unit for the bedside monitor (bsm) system will not produce a spo2 reading. They tried a new cable and probe, but it still would not produce anything. There was no error message that is displayed when this happened. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the customer reported that the ay input unit will not produce a spo2 reading. Customer had tried new spo2 probe and cable, but the issue remained. Only the ay input unit for the bedside monitor system returned and evaluated. No patient harm was reported. Investigation conclusion: the overall risk score is a product of severity x probability. Per definitions in the tables above, the overall risk score is low. Device was sent to nka for evaluation. The reported issue was duplicated. Nka replaced the following component to resolve the issue: ur-3972 mp unit power bd, ay-651p/653p component description: ur-3972 multi parameter power unit board "this board is installed in the input unit (ay-600p series) and is connected to temp board and ay mother board. This board has connector to spo2 module and spo2 input connector. This board has the following functions: · generation of dpu0 floating power supply · spo2 module interface · generation of the flowing power supply for analog output · transmission of signals between this floating power supply and the ground · demodulation of pwm signals for analog output." Thus, ur-3972 affects functionality for spo2. Because no damages were noted, the ur-3972 failure is presumed to be caused by electronic failure. Thus, the root cause of the spo2 failure was attributable to electronic failure of ur-3972. Service history for this serial number shows this is an isolated incident. The following fields are not applicable (na) to the MDR report: d4: lot number & expiration. G4: device bla. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d1: brand name. D4: model #, catalog#, serial#, UDI#. G4: PMA/510(k) number. H4: device manufacture date. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Additional device information: d11 & c2 concomitant medical device. The following device was used in conjunction with the main bsm unit and was the unit. That failed: input unit: model: ay-651p. Sn: (B)(6). Device manufacturer date: 07/12/2013. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: 12/23/2020. Additional information from smdr 001: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative. Additional information from smdr 002: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H10: additional manufacturer narrative. Corrected information: h10 additional manufacturer narrative: the investigation conclusion has been updated.

Event description:
The biomedical engineer (bme) reported that the ay input unit for the bedside monitor (bsm) system will not produce a spo2 reading. They tried a new cable and probe, but it still would not produce anything. There was no error message that is displayed when this happened. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the ay input unit for the bedside monitor (bsm) system will not produce a spo2 reading. They tried a new cable and probe, but it still would not produce anything. There was no error message that is displayed when this happened. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available the following fields are not applicable (na) to the MDR report: lot number & expiration. Date recd by MFR: device bla. Additional device information: concomitant medical device. The following device was used in conjuction with the main bsm unit and was the unit. That failed: input unit model: ay-651p sn: (B)(4). Device manufacturer date: 07/12/2013. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the ay input unit for the bedside monitor (bsm) system will not produce a spo2 reading. They tried a new cable and probe, but it still would not produce anything. There was no error message that is displayed when this happened. No patient harm was reported.